Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the returned sample was found in used/activated condition without stent that reportedly had been deployed outside patient. The system was found blocked, and a force transmitting component was found broken inside grip which probably made a deployment impossible. As the stent was found deployed a deployment failure could not be reproduced which leads to inconclusive evaluation result for deployment failure. The lesion was pre-dilated. Based on the investigation of the provided information, the investigation is closed as confirmed for break of a grip component. A definite root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit.' Holding and handling of the system during deployment was found sufficiently described; in particular the state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' In regards to pta the IFU state: 'predilation of the lesion should be performed using standard techniques.' In regard to access/ accessories the state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (...)'. H10: d4 (expiration date: 03/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery for occlusion, when releasing the stent, the wheel allegedly resisted. It was further reported that although the release device was dismantled, the backward release still failed. The procedure was completed using another device. There was no reported patient injury.